Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip UDI# (B)(4). Device was available for evaluation. Device received on 11/28/2017.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 396 and 573mg/dl. The customer's expected fasting blood glucose test result range is 80 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer; customer had just eaten breakfast. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/21/2019 and open vial date is 10/11/2017. The meter memory was reviewed for previous test result history: result 1:396mg/d date:11/12/2017 time:10:55pm fasting result 2:573mg/d date:11/11/2017 time:10:13pm fasting customer called in states the meter is reading high. Customer states the meter read 300- 500 fasting. Customer states his normal fasting range is 80-100mg/dl fasting. Customer a1c level approx 3 months ago was 11%. Customer is also comparing to another meter.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-55 user had an inaccurate. Competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip: (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 396 and 573mg/dl. The customer's expected fasting blood glucose test result range is 80 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer; customer had just eaten breakfast. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/21/2019 and open vial date is 10/11/2017. The meter memory was reviewed for previous test result history: result 1:396mg/d date:(B)(6) 2017 time:10:55pm fasting, result 2:573mg/d date:(B)(6) 2017 time:10:13pm fasting. Customer called in states the meter is reading high. Customer states the meter read 300- 500 fasting. Customer states his normal fasting range is 80-100mg/dl fasting. Customer a1c level approx 3 months ago was 11%. Customer is also comparing to another meter.